Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 400mg/dl which was treated by bolus with insulin pump. Customer¿s current blood glucose was 355mg/dl. Customer stated that the changed sensor but cannot get back into auto-mode, it keeps saying enter blood glucose. Product will not be return for analysis.